Manufacturer narrative:
(B)(4). Method: the complaint rt226 infant low flow breathing circuit was received at fisher & paykel healthcare (B)(4) for investigation. The subject circuit was visually inspected. Results: the watertrap end connector of the short expiratory tube was found disconnected. No damage was found to the connector or the tube cuff. Conclusion: we are unable to determine the cause of this complaint. All rt226 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt226 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via our distributor that an rt226 infant low flow breathing circuit failed the initial leak test of the servo-I ventilator. They also noticed an air leak from the connection between the expiratory limb and the water trap. There was no patient involvement.